Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached the elective replacement indicator (eri) due to an extended charge time. The ICD remains implanted at this time. No additional adverse patient effects were reported.

Event description:
Additional information became available that this device was explanted and replaced.

Event description:
--

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.